Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post implant procedure, a thrombus on the surface of the closure device and the limbus was identified. The patient was instructed to resume oral anticoagulant medication and will undergo additional follow up imaging in response to the thrombus.

Manufacturer narrative:
B3: date of event - aware date of 30aug2023 used as event date is unknown.